Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2023. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient fell from a ladder and the leads were out of place and the implantable pulse generator (ipg) was pushing out of the skin. The patient was experiencing an inadequate stimulation, the ipg was causing a lot of pain and discomfort on her right hip and felt an overstimulation.